Manufacturer narrative:
The device was manufactured october 7, 2017 - october 9, 2017. The device was received for evaluation with approximately 95ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The luer cap was removed, and no evidence of fluid was observed coming from the distal luer. Microscopic inspection revealed air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the no flow condition was determined to be the air bubbles. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped flowing during infusion. The device had been filled with 115ml of fluorouracil solution, and the expected therapy time was 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.